Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notification for multiple inappropriate shocks received due to noise oversensing on the right ventricular lead. Upon interrogation, noise was reproduced during in clinic testing with isometrics or plyometrics. It was also noted that the patient notification was delivered previously for non- sustained ventricular oversensing on (B)(6) 2013 and the patient was in stable condition throughout the episode. All tachy therapies were disabled. The patient presented for lead revision procedure on (B)(6) 2019. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. A fluoroscopy was performed, and it was observed that the right ventricular lead appeared externalized just proximal to the right ventricular coil. The patient was stable post procedure.